Event description:
It is reported by doctor that during a surgical procedure a misdrilling occurred.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the target device t2 humerus to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the target device had been in use for a longer time (manufactured in 2009) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems. The pre-operative test performed revealed that the drill could be passed through all drill holes while checking the possible locking options. At the static positions the drill had a very slight contact to the nail, but not in such a way that a real misdrilling would occur. Thus, the alleged misdrilling could not be reproduced resp. Could not be verified. Regarding the very slight targeting inaccuracy, it may happen that water entered into the cfk-material during one of the sterilization cycles and stayed there. The water changed then to steam form and expanded the cfk-material. Bending of the arm and/or components or cracks in the cfk-material would have been the result explaining the slight mistargeting. Further improper handling during sterilization resp. During storage could also be a possible cause for the slight mistargeting identified. However the exact root cause could not be determined. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure. Based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. No non-conformity was identified.

Event description:
It is reported by doctor that during a surgical procedure, a misdrilling occurred.